Event description:
Boom monitor broke loose and fell off boom when doctor pushed on the monitor. Review of co records shows that the crt monitor was originally installed in 01/2000 and remounted directly to the boom assembly in 05/2002 following the report that it fell off the boom assembly. The monitor and mount were inspected on site and it was determined by a witt field service technician that the boom monitor had been mounted with the plastic base. The incident monitor was replaced with a new monitor that was bought locally by the witt field servive technician. The new monitor was mounted directly to the boom assembly per the recall related to MDR #1039368-2001-0001. Witt biomedical is reporting this incident even though no adverse event occurred due to the potential of an improperly mounted or loose boom monitor falling off the mount and injuring a pt or user, if present.